Event description:
A customer reported an issue with the adc application, in use with a samsung galaxy s23 phone with android operating system14. The customer reported that they were experiencing hypoglycemia and was missing low glucose reading data. It was indicated that the customer was provided with sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application, in use with a samsung galaxy s23 phone with android operating system 14 and app version 210.1.10406. The customer reported that they were experiencing hypoglycemia and was missing low glucose reading data. It was indicated that the customer was provided with sugar for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported a low glucose event not being recorded in the app. The reported issue was investigated and attempted to replicate using similar configuration of samsung galaxy s22 (android 14, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.